Event description:
Patient: male, 50s skin type: v. Treatment date: (B)(6) 2025. Performed by: nurse. Treatment details: full-face treatment. Filter: 590. Fluence: 11 j/cm². Pulse width: 20 msec. Cooling temperature: 15°c. Adapter: 15×15. Passes: 1. Shots: 182. Spot treatment for multiple pigmented lesions. Filter: 560. Fluence: 15 j × 3 shots. Mode: spot treatment. Shots: 182. Numerous pigmented lesions. Adverse event description: no discomfort was reported during the procedure. On the following day, blister formation occurred on the right forehead at the location of a dark pigmented lesion that had received spot treatment with the 560 filter. The patient visited the clinic the following day, where betamethasone valerate 0.12% (lindelone vc 0.12%) was applied topically. Additionally, hydrocortisone butyrate 0.1% (locoid 0.1%) was prescribed for use at home. Upon follow-up on june 18, the lesion showed significant improvement with minimal post-inflammatory hyperpigmentation (pih) and no visible scarring. Previous treatment: previous session on (B)(6), 2025. The same parameters as those used on (B)(6), 2025, were applied for full-face treatment. Pigmented lesion spot treatment at that time used the 560 filter with fluences of 14 j, 15 j, and 20 j - no adverse events reported.

Manufacturer narrative:
Follow-up 1: new information received notes that the patient returned for a follow-up consultation. The patient condition is improving, and matter is considered resolved.

Manufacturer narrative:
The sciton clinical specialist provided an explanation to the attending nurse regarding the inappropriate use of the 590 filter for the patient with fitzpatrick skin type v. It was also explained that the increased uv exposure during this season may have contributed to a heightened skin reaction due to possible tanning. (B)(6) 2025: sciton clinical specialist followed up with the clinic, and it was reported that the patient has not returned for a consultation. The clinic informed the patient that a follow-up visit is not necessary unless the symptoms worsen. They also mentioned that they have not received any further calls or inquiries from the patient.

Event description:
Patient: male, 50s. Skin type: v. Treatment date: (B)(6) 2025. Performed by: nurse. Treatment details: full-face treatment. Filter: 590. Fluence: 11 j/cm². Pulse width: 20 msec. Cooling temperature: 15°c. Adapter: 15×15. Passes: 1. Shots: 182. Spot treatment for multiple pigmented lesions. Filter: 560. Fluence: 15 j × 3 shots. Mode: spot treatment. Shots: 182. Numerous pigmented lesions. Adverse event description: no discomfort was reported during the procedure. On the following day, blister formation occurred on the right forehead at the location of a dark pigmented lesion that had received spot treatment with the 560 filter. The patient visited the clinic the following day, where betamethasone valerate 0.12% (lindelone vc 0.12%) was applied topically. Additionally, hydrocortisone butyrate 0.1% (locoid 0.1%) was prescribed for use at home. Upon follow-up on june 18, the lesion showed significant improvement with minimal post-inflammatory hyperpigmentation (pih) and no visible scarring. Previous treatment: previous session on (B)(6) 2025. The same parameters as those used on (B)(6) 2025, were applied for full-face treatment. Pigmented lesion spot treatment at that time used the 560 filter with fluences of 14 j, 15 j, and 20 j - no adverse events reported.